Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment (slda). It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 3 functional mitral regurgitation (mr) with a thickened posterior leaflet and a thin anterior leaflet. One clip was implanted with no reported issue, reducing mr to grade 1. On (B)(6) 2022, a single leaflet device attachment (slda) was observed. The clip was still attached to the posterior leaflet and mr had increased to grade 2. In the physician¿s opinion the slda occurred due to a thin anterior leaflet with possible tissue integrity abnormalities. An additional procedure was performed on (B)(6) 2022 to stabilize slda. One clip was implanted at a2/p2 with no reported issue, reducing mr to mild. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported mitral valve insufficiency/ regurgitation (recurrent mr) associated with the increased mr was due to the slda. The reported incomplete coaptation (postprocedure) associated with the slda was due to challenging patient anatomy (thickened posterior leaflet and a thin anterior leaflet). The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.